Manufacturer narrative:
A review of the logs indicated, that the encoder was either faulty or loose. Testing of the actual device determined, that the encoder was faulty. No further information was able to be determined.

Event description:
Perfusionist reported, that a roller pump stoppage, during a case. A back up was used to complete the case successfully. We consider, pump stoppages to be reportable. Despite, no harm to the patient involved.